Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a transmitter failed error occurred. The patient stated a transmitter failed message approximately 30-minutes into the 2-hour warm-up period. On (B)(6) 2019, the cgm was not working; he felt his blood glucose (bg) and blood pressure were low but did not check his bg at home. He went to urgent care for evaluation and his bg was 33 mg/dl. He was sent to the hospital via car (wife or daughter was driving) for further evaluation. He was hospitalized for four days; treatment included fluids and dextrose via intravenous (IV) therapy and 2 stents for a blockage in the renal system. The patient was discharged (B)(6) 2019 and used his bg meter for bg monitoring. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed, and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.